Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found insufficient vacuum at the needle cartridge to evacuate backwash in the bellows causing it to overflow and leak onto the bench, most likely due to a restriction in the vacuum pathway from debris. The fse flushed the vacuum pathway from the bellows to the waste chamber to restore vacuum resolving the reported issue. The fse completed verification with no errors or leaks observed. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The leak was described as approximately 1-2 ml of bloody fluid that leaked from the analyzer onto the counter. The customer could not identify the source of the leak. The customer reported all tubings appear to be attached to the needle assembly, and the needle bellows was not filled with fluid. The leak did not appear to affect sample or reagent integrity, and there was no evidence of cross-contamination. The customer was running quality control (qc) samples in the auto mode when the leak was discovered. All values recovered within acceptable limits but were flagged with a p for partial aspiration error. The customer continued to operate the instrument in the manual mode. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.